Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, inflammation, swelling, damage to bone/tissue, metallosis, hypertrophic synovium, osteolytic defect and loosening of the acetabulum. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates that all components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, inflammation, swelling, damage to bone/tissue, metallosis, hypertrophic synovium, osteolytic defect and loosening of the acetabulum. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates that all components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to osteolysis, metallosis and aseptic loosening. Revision operative report noted the presence of metallosis, hypertrophic synovium, fluid, cavitary defect, loose acetabular cup, fibrous tissue, and a osteolytic defect. The modular head, taper adapter and acetabular cup were removed and replaced. Stem was stable and remained implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04558 & 04559).